Manufacturer narrative:
The device is not available for analysis. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. CAPA 24-007. Manufacturer reference: (B)(4).

Event description:
Information was received that a remake of the appliance was requested as it was broken. Per the provider, the attachment broke off. There was no patient harm or injury. No additional information has been provided.

Manufacturer narrative:
DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be explicitly determined. A potential root cause could be due to excessive bruxism which could have caused the attachment to break from the device. IFU-012652 rev 1 (silent nite with glidewell hinge - patient instruction for use - multi-language) contains the following statement in the precautions section: "your dentist will consider your medical history, including allergic reactions, history of asthma, breathing, or respiratory disorders, or other relevant health problems, and if you have those, refer you to the appropriate healthcare provider before prescribing this device".

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be explicitly determined. A potential root cause could be due to excessive bruxism which could have caused the attachment to break from the device. IFU-012652 rev 1 (silent nite with glidewell hinge - patient instruction for use - multi-language) contains the following statement in the precautions section: "your dentist will consider your medical history, including allergic reactions, history of asthma, breathing, or respiratory disorders, or other relevant health problems, and if you have those, refer you to the appropriate healthcare provider before prescribing this device" g3 date of manufacture and h6 codings are updated with reference to the complaint number: (B)(4).